Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that he did three back to back blood glucose tests, using different finger sticks. His results were 108, 124 and 142 mg/dl. He did not have any symptoms. The rptr stated that he checks the confirmation dot for enough blood but does not compare to the color chart. Rptr stated that he did two control solution tests with results that were in range.